Event description:
International affiliate reports the patient had spinal surgery to fix a burst fracture at th12 - l4. Approximately three years and nine months after that surgery, the set screw separated or loosened from the polyaxial screw and the concomitant device spinal rod migrated from within the poly screw. Revision surgery was performed and the devices were explanted and replaced. Patient activity level is reported to have been high.

Manufacturer narrative:
Depuy spine has requested return of the set screw for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The device was discarded by the hospital and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. No trends were noted. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. The device was discarded by customer.